Event description:
It was reported that pump experienced malfunction with a non-resettable malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details and delivery signature, provided instructions for placing malfunctioning pump into storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.